Event description:
The customer reported the coulter lh 750 hematology analyzer was generating hemoglobin (hgb) voteouts on controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 5/30/2015. The fse found that pinch valves vl12d and vl12f were not actuating. The fse replaced the actuators for pinch valves vl12d and vl12f, which repaired the issue. The repairs were verified per established procedures. (B)(6).